Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 12 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Concomitant medical product: ckst prox bdy set w hd, catalog#: cp561978, lot#: 905300; compr srs ic seg - 60mm, catalog#: 211225, lot #: 346840; ckst shell w/strap screw lnr, catalog#: cp561977 lot#: 905220. Therapy date: (B)(6) 2013.

Event description:
Patient has been indicated for humeral revision approximately four years post-implantation due to a distal fracture of the stem. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to correct information.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch.